Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump and manual injection. The customer reported a blood glucose value of 411 mg/dl. It was reported that customer received change sensor alert and customer experienced difference between sensor glucose and blood glucose values. The event involved product(s) mmt-332a, unomedical,mmt-1884, mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Customer reported blood glucose value of 411 mg/dl. Customer reported sensor glucose value of 136 mg/dl. It was unknown whether customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884. Mmt-7040a will be retuned for analysis.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed for high isig readings, vcntr (v) out of range and failed eis 1/1024 hz. See attached file for results. Place sensor under microscope and found sensor damage. In summary, the customer complaint of unexpected sensor alerts was confirmed, sensor failed for high isig readings, vcntr (v) out of range and eis out of range. Found sensor with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.